Event description:
On 09/08/1998 following a percutaneous transluminal coronary angioplasty procedure, an angio-seal device was placed in a pt's right groin. Hemostasis was not obtained with the device, and manual pressure and a femostop device were used with control of the bleeding. On 09/25/1998 the pt presented with complaints of right leg pain. An angiogram was performed which identified an occluded right external and common femoral arteries. The pt underwent a peripheral angioplasty and stent with a complete resolution of the occlusion and restoration of antegrade flow. As of 10/20/1998 there has been no further report to the MFR of complication or pt sequelae.